Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked display window corner, cracked at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 288 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.